Event description:
It was reported that the health care professional (hcp) found that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedances that measured greater than 125 ohms on the right ventricular (rv) lead. It was noted that the rv lead is a non-boston scientific product. Technical services (ts) recommended for the hcp to schedule an in person visit for further lead testing. At this time, the crt-d and the non-boston scientific rv lead remain in service. No adverse patient effects were reported.